Event description:
Information received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician found the ticking was worn resulting in fluid ingress. He installed a mattress revitalization kit to resolve the issue.